Manufacturer narrative:
Device evaluation is not necessary because the reported event has been determined as not related to vns therapy.

Event description:
Patient presented with an infection that was noted to be not related to the implant/procedure or the stimulation/device. Patients generator and lead were explanted. Device evaluation is not necessary because the reported event has been determined as not related to vns therapy. Additional information was received noting that the medical professional suspects that the infection is related to the concomitant treatment: immunosuppression and that the patient is very sensitive for any infection. However, the md cannot be sure it is not related to the implant procedure or device and suspects the patient may have been scratching the generator site, therefore it appears that the presence of the device with patient influence may be the cause of the infection. Device history records were reviewed for the generator and lead. The generator and lead passed all specifications prior to distribution. The generator and lead were hp sterilized. No other relevant information has been received to date.